Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a critical pump error alarm. Customer replaced the battery before the alarm as there was a change battery alert. Customer was advised to replace the battery at the time of the call. Customer had received a critical block and inverse critical block that did not add to zero error on the pump. Customer also had an inter processor communication error. Customer cleared the alarm but the error occurred again. Customer was advised that the pump will need to be replaced.